Manufacturer narrative:
Investigation: this complaint is due to misidentification of staphylococcus aureus as staphylococcus epidermidis when using pmic/ID 108 (448608), however the batch number was not reported therefore is unknown. No lab reports, information on the complaint batch number, product returns or isolates were provided for investigation. To investigate, a total of five (5) retention panels from an available batch (batch # 0112330) were tested using the following isolates: in house strains of s. Aureus (4757 and a43300) as well as qc isolates of s. Aureus (a29213, 7146 and a25923) on a phoenix 100 instrument. All panels yielded the correct identification result of staphylococcus aureus. This complaint is not confirmed. The phoenix¿ user¿s manual states identification accuracy of 95.6% and 95.4% for gram-negative and gram-positive organisms respectively. A review of quality notifications was unable to be performed as no batch number was provided. A review of prior complaints was unable to be performed as no batch number was provided. Complaint trending was performed and a trend was found for this defect (s. Aureus identifying as s. Epidermidis) in january 2020. Based on the severity and rate of the defect, a corrective and preventive action (CAPA) investigation was not initiated. Bd ID/ast plant quality will continue to monitor for trends associated with this defect, including changes in severity and rate.

Event description:
It was reported while testing with bd phoenix¿ pmic/ID-108 an unspecified panel was used with different swabs and staph identifications did match. Multiple attempts have been made to obtain additional information, the customer has not responded.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing with bd phoenix¿ pmic/ID-108 an unspecified panel was used with different swabs and staph identifications did match. Multiple attempts have been made to obtain additional information, the customer has not responded.